Manufacturer narrative:
This investigation has determined that results from six different patient samples were associated with the wrong patient samples processed on a vitros 5600 integrated system. The attributable cause of this event is user error, as it was confirmed that an untrained laboratory staff member manually rotated the affected sample tray after the tray had been scanned by the vitros 5600 integrated system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report results from six different patient samples were associated with the wrong patient samples processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The initial results from the affected sample tray were released from the laboratory and questioned by physicians as the results did not match the clinical picture of the patients. The repeat results of each patient sample were believed to be the true results for each patient. Corrected reports were issued for each patient. No treatment was started, stopped, or altered in any way due to this event. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment(B)(4).